Manufacturer narrative:
The field service engineer confirmed that the issue pertained to the horizontal swivel motion of the monitor arm. He confirmed the ultrasound system was stationery at the time this event occurred. The system has been returned to service with no additional issues reported.

Manufacturer narrative:
The field service engineer will be dispatched to the site to evaluate the monitor and determine the root cause of the issue which will be included in a follow up report upon evaluation completion.

Event description:
The customer reported that the affiniti ultrasound system¿s monitor arm was defective. It is unknown at this time if the monitor arm detached or if it had a locking issue during transport within the site. No patient or user was harmed as a result of the issue. The field service engineer will be dispatched to the site to evaluate the monitor and determine the root cause of the issue which will be included in a follow up report upon evaluation completion.